Event description:
It was reported that; an incident of screw breakage in patients' body after surgery. Screw is found broken, then revision surgery is done, but the broken part cannot be retrieved (still in patient body).

Manufacturer narrative:
.

Event description:
It was reported that; an incident of screw breakage in patients' body after surgery. Screw is found broken, then revision surgery is done, but the broken part cannot be retrieved (still in patient body).